Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-32: component failure. Test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure condition has improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for meter not going into test mode after blood is applied to strip. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is reported as a result reported symptom. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down test strip UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure condition has improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for meter not going into test mode after blood is applied to strip. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is reported as a result reported symptom. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.